Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead extraction procedure. Prior examination of the patient's right ventricular (rv) lead had revealed poor r-wave sensing and high pacing impedance. The cause of the malfunctions was unknown. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.